Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient's transfer set came loose. On an unknown date, the patient experienced peritonitis. The nurse was unsure, but stated the cause of the peritonitis may have been that the patient's transfer set came loose. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment information was not reported. At the time of this report, the patient was recovering. Outcome for transfer set came loose was not reported. It was not reported whether dianeal therapy was ongoing. The nurse reported that the event of peritonitis was not related to dianeal therapy. An opinion of causality was not provided for the event of transfer set came loose. ((B)(4) 2011): follow-up information was received from the pd nurse. Adverse event information, onset date, labs, treatment, discharge date and suspect product information were added or revised. The adverse event of transfer set came loose was removed. The nurse reported the following. The nurse confirmed that the transfer set came loose but the transfer set never came undone or touched anything. The patient re-tightened the transfer set. On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized the same day. The cause of the peritonitis was unknown.. Treatment included ip vancomycin, 1,750 mg twice a week (duration and start/stop dates not reported). On (B)(6) 2011, the patient was discharged and was recovering. Dianeal therapy was ongoing. On (B)(4) 2011 product surveillance contacted the facility and spoke with peritoneal dialysis (pd) nurse regarding the report of peritonitis on this patient. Pd nurse states that the connection issue was with the catheter adapter and the transfer set. It is unknown what type of adapter the patient was using. No further information was given at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown the sample was not requested for evaluation. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. This is report 2 of 2 involved in this peritonitis incident.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed because the disposable set was not returned to baxter; there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.